Event description:
It was reported that customer experienced continuous glucose monitor error 42 with g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, did not see the error again after reset, and successfully started new sensor session.